Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The needle assembly is bent. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found the actuator will cycle but the actuator attempts to stick at the tip and requires persistent manipulation before returning to the next pre-deployment position. The bent needle assembly have been determined to be related to the reported event a complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 implant of one (1) fast-fix 360 failed to deploy, the t1 implant was successfully removed with the help of a grasp. The procedure was resumed, after a delay less than 30 minutes, with a s+n back-up device. No injury was reported as a consequence of this issue.